Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 483 mg/dl and a correction bolus was delivered to address the high bg level. The customer was not feeling well all day and it was thought that this was the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.